Manufacturer narrative:
No button error alarm was noted. The pump was received with intermittent button response due to corroded keypad traces. The pump passed the displacement test, followed by a constant motor error alarm during rewind due to encoder signal out of phase. Unable to perform the basic occlusion, occlusion, prime and excessive no delivery tests due to the motor error alarm. The pump also had a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Event description:
It was reported that the button of the customer's insulin pump was unresponsive. Her blood glucose was 268mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.